Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed message on the screen which stated that the drawers were offline. A technical support specialist (tss) guided the customer through restarting the cabinet using the power switch and restarting the all in one (aio) in the cubex application. The tss found in populate buttons screen and there were no failed drawers and confirmed that the customer was able to issue the item. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers were offline and unable to log on to issue medicine. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.